Event description:
The iab was inserted into the patient on 2/28/97 at 12:20 pm. The iab was removed on 2/28/97 at 8:00 pm. A second iab, a 34 cc was inserted into the patient. The iab did not malfunction. As a result of the event, the patient had an ischemic complication. (Event complications: the patient had an ischemic complication) - reported 3/6/97. (Pt's current status: unk - rpt'd 3/6/97.)